Event description:
Allegedly, 7 months post op had increased weight bearing pain. 44 months post op- no complaint just visit to doctor but can see some loosening. On (B)(6) 2022 patient was in pain, hyperflex occurred in show due to other issues components have not been revised. This was a prophecy case: (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Additional information received on 6/29/2022. This manufacturer report number (B)(4) is considered no longer reportable since it has been indicated that the adverse event was caused by a traumatic event (accident with a scooter that led to a bent/broken tibia base). The incident is related to trauma and not related to a device failure. Please void this report.